Event description:
Follow-up information revealed the patient's wound was leaking again. Issue was determined to be seroma (reference MFR. Report#:1627487-2019-03362. Follow-up information revealed the wound has healed and no intervention is required at this time. The issue is resolved.

Event description:
It was reported the patient's ipg site was red, irritated, and liquid was coming out. The patient stated she saw the physician 2 weeks ago, and physician reported that the ipg site seems to be healing slowly, but no signs of infection were present. Follow-up information revealed the patient was infection free, but the ipg had twisted on itself in the pocket. As such, a suture in the ipg pocket had ripped. In turn, the patient underwent surgical intervention on (B)(6) 2019 where the ipg pocket was revised. No products were implanted or explanted. Additional information revealed effective therapy was restored post operative and the issue is resolved.